Event description:
A consumer e-mailed to report, she has been experiencing glare at night with headlights and streetlights following unilateral intraocular lens implant surgery. Additional info, including pt's current status, has been requested from the implanting surgeon.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Add'l info was requested by mail and by fax on 2/22/07. Phone follow-up was conducted on 3/20/07 and questionnaire was re-faxed on 3/20/07. To date, a completed questionnaire has not been received.